Event description:
Plasma sample initially tested syphilis negative with questionable visual determination. Retesting of serum sample x2 gave syphilis positive results in one channel and "?" In the other. Results were confirmed as positive by another method.